Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system device was not detected on bus. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had drawer failure. A field service engineer found that enhanced half-height drawers 3.1 and 5.2 were frequently failing. The station was powered down, row board cable connections were reseated, and retractor bands were replaced. During testing, tray a in drawer 3.1 failed to release cubie a3, and a damaged muscle wire was identified. The affected tray was replaced. As the customer needed to access medication urgently, full diagnostic testing could not be completed; however, the customer performed functional testing prior to departure and confirmed satisfactory operation. The system functioned as intended after the field service engineer repaired the device.